Manufacturer narrative:
The device history record (DHR) review shows evidence that the product was released according to all established procedures and qa documentation. One sample was received for evaluation. The sample underwent visual and functional inspections and confirmed the reported issue of air in the line. As part of continuous improvements, a corrective action has been opened to determine the root cause and action plans. All actions will be designed to prevent the reoccurrence of air in the line. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there are air gaps in the feeding set greater than 2.5cm. No patient injury.